Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin transmission. Upon review, infrequent, non-sustained post-sensed t-wave oversensing was noted with pre-mature ventricular contractions. Programming changes were discussed, no intervention was performed; the physician decided to continue monitoring the patient. The patient was in stable condition.